Event description:
According to the reporter: occurred post operatively following a total colectomy with latero-latero ileo-rectal anastomosis. The device was used to close the rectum. No issues were apparent during the procedure, but eight days post-operatively the patient was admitted to the ER. The surgeon discovered an anastomotic leak. Temporary injury was caused; the renal failure was normalized and respiratory failure is improving. To correct the issue, the anastomosis was excised and a terminal ileostomy placed. The surgeon reported he will attempt to reconstruct the transit and reverse the ileostomy. There will be an additional operation to correct the issue. The patient was in intensive care at the time of the report. Patient status is alive, with injury. Patient has now been discharged from the ICU. The ileostomy had not been reversed as the surgical team would evaluate if it is possible to do it before the patient is discharged. Patient relevant medical history: diabetes, aneurysm of descending thoracic aorta.